Manufacturer narrative:
Additional information received indicated that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover, no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media to saline ratio is unknown. It is unknown if the same indeflator used was successfully with other devices. The balloon was removed from the patient intact. No additional information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
During treatment to the arteriovenous shunt (av), a saber catheter was delivered to the lesion and inflated. However the leakage of media was observed. Therefore the physician removed the balloon and it was confirmed that the balloon ruptured at pinhole when inflation was conducted. Therefore the saber catheter was changed for another new balloon (same size) and the procedure was finished successfully. There was no patient injury reported. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during treatment to the arteriovenous shunt (av), a saber catheter was delivered to the lesion and inflated. However a leakage of media was observed. Therefore the physician removed the balloon and it was confirmed that the balloon ruptured as a pinhole when inflation was conducted. Therefore the saber catheter was changed for another new balloon (same size) and the procedure was finished successfully. There was no patient injury reported. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. Additional information received indicated that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover, no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media to saline ratio is unknown. It is unknown if the same indeflator used was successfully with other devices. The balloon was removed from the patient intact. No additional information is available. The product was returned for analysis. A non-sterile saber 5mm x 4cm 90cm balloon catheter was returned. Per visual analysis, the balloon looked like it had been previously inflated and deflated. No other anomalies observed. A device history record (DHR) review of lot 17044057 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A leak test revealed a leak at approximately 4.0cm from the distal end. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon pinhole. The internal surface did not reveal any evidence of damage. No other anomalies were found during the analysis. The reported ¿balloon burst - (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.